Event description:
The biomed stated the bed has no power or functions working due to fluid ingress onto the power supply board.

Manufacturer narrative:
The biomed replaced the power supply board to repair the bed.